Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as the event date is unknown. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be released; however, the clip did not deploy from the catheter. Reportedly, the pop stage of deployment was not heard. The procedure was completed with a non-bsc clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.